Event description:
Patient was taken to the or to reseat receiver/stimulator due to long term treatment to flap infection. Surgeron believes infection currently not present. Patient will not be explanted.